Manufacturer narrative:
Batch record review: review of cellex kit lot file a323 shows no nonconformances associated with this lot at the time of the event. This lot met all release requirements. A review of complaints received for lot a323 was performed. There was 1 complaint reported for pressure dome leaks to date for this lot. The assessment is based on info available to at the time of the investigation. The root cause for the blood leak was due to the fact that the kit was not properly installed by the operator prior to starting the treatment. The pressure dome was most likely not securely attached. No product was returned by the customer for investigation. (B)(4).

Event description:
Customer reported a system pressure dome blood leak. Issue noticed during treatment procedure, 484 mls whole blood processed. Customer called to report system pressure dome leak during a treatment procedure. Customer reported that he noticed blood under the pump tubing organizing plate. Customer reported the blood was leaking from under the system pressure dome. Therakos recommended customer ask his therakos trained biomedical engineer to perform a section 7 check out. No further issues were reported with the instrument after the customer biomedical engineer inspected the instrument. Product was not returned for an investigation.